Event description:
It was reported the epg (external pulse generator) had an issue "when trying to read the sensitivity reading" and the bottom of the screen locking up when running the device. The epg was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Ring bail is bent. Lcd (liquid crystal display) is missing pixels. Keyboard is out of specification (flex is torn). One battery contact is compressed. Lead flex cover is corroded. One side bail cover is broken.